Event description:
The customer reported the ventilator backup battery was not being charged and when they operated the ventilator on the battery, it ran until it depleted and shut off and they were not able to get it running again. The customer reported the device was not in use on a patient therefore, there was no patient involvement or harm. During evaluation, the MFR's service technician confirmed the ventilator backup battery was not charging. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarmed as specified due to loss of power. The service technician replaced the power supply to complete the service. Performance verification testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources.